Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead had triggered multiple lead integrity alerts (lia) due to increased sensing integrity counter (sic), high rate non-sustained episodes and noise which resulted in the patient receiving inappropriate therapy. Additionally there were multiple impedance alerts for out-of-range/high pacing impedance and superior vena cava (svc) defibrillation coil impedance. A lead fracture was confirmed. The lead was extracted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.